Event description:
Reporter stated that sometimes the test strip displays an error message stating, "problem with test strip." He therefore has to take off the test strip and replace with a new one. Test strips are very expensive and replacing as such is quite costly, since too many of them have been defective. Reporter used onetouch ultra before and had no problems until he started off using onetouch verio test strips.